Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be individual improper workmanship. The investigation showed that the error mentioned in the complaint was not caused by a malfunction of the system but by an incorrect ip-setting on site. It was confirmed by customer service that the 2d/3d configuration on site was incorrect because there was an ip address change within the customers department. Therefore, the needle guidance workflow and overlay functionalities did not work. The ip address for the 2d/3d interface has to be entered/changed separately during servicing, which was not done correctly after the mentioned ip address change. This issue was caused by an individual improper workmanship because this issue is described in the service instructions (ax42-011.814.14.11.02: settings for 2d/3d applications). Since the 2d/3d overlay was not available for needle guidance, there was a delay in the clinical procedure and the operator decided to examine the patient at another system. The local service organization corrected the settings for 2d/3d applications to the new ip addresses, tested the system and handed it over to the customer and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. During an interventional procedure, the user reported that the needle guidance function was not working. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.